Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. Identification of issue has been done by analyzing problem description and service report. The problem was resolved by replacing nozzle units. The issue was reportable due to the fact that the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The claimed parts were not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).